Manufacturer narrative:
A used sample is being sent and after the investigation, a follow-up report will be filed. (B)(4). Date submitted: 06/18/2010.

Event description:
Two nexiva's were reported with a leakage of cytostatics. The leakage is situated at the transition from the catheter to the front part of the wings.